Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that during the procedure the patient aspirated anesthesia and later developed aspiration pneumonia. The patient was hospitalized and is recovering. The device has been turned on and the patient is using their device to find effective pain relief.